Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown, and seroma-late.

Event description:
Healthcare professional reported left side "non-suppurative mastitis", rupture, capsular contracture, baker grade unknown, "periprosthetic fluid", and "breast cysts." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: red tissue and opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade iii.